Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The analyst noted that the lead was returned with the helix fully retracted and tissue was visible in the helix. (B)(4).

Event description:
It was reported that the patient heard an alert. The right ventricular lead had no capture with bipolar pacing, high pacing impedance, and a fracture was confirmed via x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.